Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported during peripheral angioplasty to the left common iliac artery, the balloon crossed the lesion and when there was an attempt to inflate the balloon it would not inflate. Blood withdrew into the injector on applying negative pressure. As a result, the lesion was dilated with an alternate balloon. There are no known adverse consequences to the patient reported as a result of this issue. It was also noted that a pinhole was approximately 1.5 cm from the proximal marker-band.